Event description:
A failure code 570 was discovered by a baxter technician. The facility representative stated that no patient injury was associated with this report and no incident reports were filed, since the last baxter service event.